Event description:
Report states that repeated exposure to antigenic natural latex such as is found in latex surgical or examination gloves has led to the development of latex allergies. No actual manifestation of reaction is specified or otherwise described. This was diagnosed via skin test in 1999.